Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no activity related to the complaint. During testing, the rewind, load, and prime steps were completed successfully with no errors, alarms, or warnings. No difficulty during the prime step was observed. The force sensor calibration was low and did not measure within specifications. The force sensor resistance was also high and not within specifications. The pump case was removed, and contamination was found on the force sensor shim. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump stalled during the prime step and the noise from the motor changed. The prime step was allegedly not stopped when the ok keypad button was pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.